Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive troubleshooting without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2019-04078 for a similar event reported from the same customer.